Event description:
Intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The high lead impedance reading was obtained after the new generator was connected to the original lead. Both the original generator and the new generator were tested separately from the lead with normal results. Visual inpection of the lead by neurosurgeon revealed no obvious discontinuities. Further follow-up revealed that high lead impedance reading was first obtained three months prior to generator replacement surgery (dc-dc code unknown) and that treating neurologist interpreted the high lead impedance reading as an indication that the original generator was nearing end of service. Review of x-rays revealed that the lead wires appear to be twisted and possibly broken at the 1st, 2nd and 5th left intercostal space. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely aeffect device performance. The original pulse generator was returned for analysis. External visual inspection of the generator revealed no anomalies. The generator met electrical test specifications and the elective replacement indicator was no, indicating that the generator had not reached end of service.